Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported that the ventilator switched to the stand-by state on its own while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The manufacturer¿s international service technician could not duplicate the reported issue. The ventilator diagnostic logs were reviewed, and no error code was found. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: upon a follow up, the customer reported that the issue was not duplicated, and the unit was returned to service. No other anomaly was reported.